Manufacturer narrative:
Product analysis dimensional verification: the specimen presented an overall length of 260.3 cm and a finished diameter of .03260¿ to .03345¿. A gage bushing certified to be .0360¿ passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal limit of the skived/cut damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with bloodbank saline. After wetting with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The specimen presented skived/cut damage in a proximal to distal orientation over the distal 35.6cm, exposing the metallic core wire 39cm to 74.2cm from the distal tip. An undetermined length of the polymer jacket material was not returned with the specimen. Except where noted, the specimen device appeared visually and dimensionally correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a coronarography procedure to treat the coronary arteries an acquire guidewire was being used. It was reported that the coating of the guidewire detached and remained in the patients common femoral artery (cfa) and superficial femoral artery (sfa). The IFU was followed. There was a very high degree of tortuosity with significant calcification reported. The vessel was not pre-dilated. There was severe resistance noted during advancement. The detached component had to be removed by surgery. This issue is reported for 2 guidewires. The patient is reported to be fine after surgery.